Event description:
A journal article was reviewed that contained information regarding shocks and complications in patients with inherited arrhythmia syndromes. The article reports patients who received inappropriate therapy due to causes such as lead failure, supra ventricular tachycardia (svt), oversensing, or electromagnetic interference. There were lead complications such as lead fracture and noise. There were unspecified lead failures which included abnormal impedance, sensing, or thresholds. The status/disposition of the leads and devices is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/45 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ICD shocks and complications in patients with inherited arrhythmia syndromes. Ijc heart vasculature 37 (2021) 100908. Doi: 10.1016/j.ijcha.2021.100908. If information is provided in the future, a supplemental report will be issued.